Event description:
A patient was receiving morphine 10mg/cc at 2mg/hr with a bolus dose of 1 mg, and a 10 minute lockout via unspecified pump. It was reported that the patient was in pain during the night and informed the home care nurse that patient was not obtaining pain relief. The nurse increased the infusion rate and still the patient was unable to obtain pain relief. Instead of troubleshooting/replacing the pump, the nurse called a rescue squad to take the patient to the hospital, where the patient was started on morphine. When the customer received the pump back, he checked it and found no problem until he clamped the tubing off with the pump running at 10cc/hr, and found a leak in the filter where the proximal tubing and the filter join together. The customer felt that either the tubing or the central line IV access port had been clamped, causing/facilitating the leak. It was further felt that the very slow rate at which the medication was infusing contributed to the reason that no leak was noted by the patient or the nurse. It was reported that the tubing did not leak during priming at their facility. There was no report of a leak from the patient. The customer reported that during review of the device history, no occlusion alarm was noted.